Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported that as the surgeon drilled for a screw, during a triple arthrodesis. Subtalar fusion surgery, the drill bit shattered inside around the guide wire. It is possible that I may have touched another screw that was already placed. Most of the broken fragments were recovered but it is believed that a few fragments 'may be left behind inside the pt subtalar joint.' No other intervention was reported as provided. Surgery time was increased by 20 minutes due to this event. There was no reported adverse consequence to the pt reported to date.